Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient presented to clinic, non-sustained right ventricular oversensing due to post-paced and post-sensed t-wave oversensing and noise was observed on the lead. Possible lead damage was suspected due to noise. Intermittent undersensing was observed in some nsrvo episodes. False auto mode switch episodes were observed. Programming changes were made and device remains implanted. Patient had heart surgery and was found stable before, during and post procedure. Patient will continue to be monitored.